Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not issue medication of profiled amount. A technical support specialist confirmed that the nurse was unable to issue a medication because the remaining profiled amount was only 0.5, and the system did not allow dispensing fractional quantities. User issued the medication under another patient who had the same item on their profile, which reduced the cabinet stock to zero. Pharmacy assistance was required to send a restock to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower reported that she was unable to issue a medication for a patient because the system indicated she could not issue over the allowed amount. Review of myqlink showed that the total order quantity was 1, and the pharmacy had filled 0.5, leaving 0.5 available to issue. The system was not configured to dispense fractional amounts. Another patient had the same medication on their profile, and staff were able to issue it under that patient without issue; however, the bin was then zero. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.